Event description:
It was reported to resmed france that an astral device displayed error messages 101 and 218. Errors 101 and 218 result in an alarm which notifies caregivers to the malfunction. There was no patient harm or injury reported for this incident. Reference MFR # 3004604967-2015-00015.

Event description:
An engineering investigation was performed on the returned astral device. A review of the device log confirmed that error messages 101 and 218 occurred. The investigation determined that the system fault was due to a faulty inspiratory flow sensor. Resmed risk analysis for this failure mode concludes that the risk of acceptable. There was no patient harm or injury reported for this incident.